Event description:
The patient experienced sound perception problems and intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. The center continued to monitor the patient. However, the reported problem was not resolved. Surgery to explant the patient's c1 device is to be scheduled.